Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545- 2024 - 02228 - device 1 of 4. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the patient experienced an issue that the four-infusion set was leaked at infusion set site. The infusion set is used for 2 days. No further information available.